Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, when interrogating the device, an alert was observed stating that the data for the atrial channel was invalid. The patient was not affected by this alert and the physician did not take any action.